Manufacturer narrative:
H11: corrected data: subsequent to the submission of initial medwatch, this report has been identified as a duplicate of previously submitted medwatch report of 3007215625-2021-01315-00.

Event description:
A patient reported receiving coolsculpting to upper abdomen, lower abdomen, upper back fat, lower back fat, has experienced paradoxical adipose hyperplasia.

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
Allergan received a report of a patient who received coolsculpting treatments on (B)(6) 2016 - (B)(6) 2016 to the bilateral upper and lower abdomen, bilateral upper and lower back fat area and bilateral banana rolls. The patient states 6 months after treatment, large areas of fat developed in the upper and lower abdomen and upper and lower back fat areas. The patient has dieted and exercised but no matter what she did or how much weight was lost the fat did not go away. The patient was assessed at a plastic surgeons office who told her that the hardened fat packets were in the shape of the applicators and that she has paradoxical hyperplasia.